Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 30-nov-2018. The most recent information was received on 10-dec-2018. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") in an adult female patient who had essure (batch no: 940968) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criterion medically significant), back pain ("lower pack pain"), abdominal distension ("swollen belly"), dysmenorrhoea ("painful and hemorrhagic menstruation"), pruritus ("itching"), headache ("headaches"), migraine ("migraines"), musculoskeletal pain ("joint and muscle pain"), abdominal pain upper ("pain in the stomach"), chest discomfort ("chest oppressions"), neck pain ("painful neck"), vertigo ("vertigos") and middle insomnia ("nocturnal wake up"). Essure treatment was not changed. At the time of the report, the abdominal pain, back pain, abdominal distension, dysmenorrhoea, pruritus, headache, migraine, musculoskeletal pain, abdominal pain upper, chest discomfort, neck pain, vertigo and middle insomnia outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain, abdominal pain upper, back pain, chest discomfort, dysmenorrhoea, headache, middle insomnia, migraine, musculoskeletal pain, neck pain, pruritus and vertigo with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 10-dec-2018: quality-safety evaluation of ptc. Inicident: we received a lot number and returned sample in this case. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 30-nov-2018. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") in an adult female patient who had essure (batch no. 940968) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criterion medically significant), back pain ("lower pack pain"), abdominal distension ("swollen belly"), dysmenorrhoea ("painful and hemorrhagic menstruation"), pruritus ("itching"), headache ("headaches"), migraine ("migraines"), musculoskeletal pain ("joint and muscle pain"), abdominal pain upper ("pain in the stomach"), chest discomfort ("chest oppressions"), neck pain ("painful neck"), vertigo ("vertigos") and middle insomnia ("nocturnal wake up"). Essure treatment was not changed. At the time of the report, the abdominal pain, back pain, abdominal distension, dysmenorrhoea, pruritus, headache, migraine, musculoskeletal pain, abdominal pain upper, chest discomfort, neck pain, vertigo and middle insomnia outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain, abdominal pain upper, back pain, chest discomfort, dysmenorrhoea, headache, middle insomnia, migraine, musculoskeletal pain, neck pain, pruritus and vertigo with essure. Further company follow-up with the regulatory authority is not possible. Incident: we received a lot number and returned sample in this case. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.